Manufacturer narrative:
(B)(4). Batch # = m9317p. The analysis results found that the el5ml device was received with a dent in the jaws. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 4 clips as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device did not fire. Another like device was used to complete the procedure. There were no adverse consequences for the patient.